Manufacturer narrative:
No indication that valve was explanted.

Event description:
On (B)(6) 2014, the patient received a mitroflow dla23 to replace her native steno-insufficient aortic valve. Pre-operatively, the patient's echo reported an eoa of 0.7 cm^2 and a mean gradient of 36mmhg. At the moment of discharge, the patient's conditions were good (eoa=2.4cm^2 and mean pressure gradient=13mmhg) and no valve malfunctions/leaks were reported. After 17 months, on (B)(6) 2015, the patient developed endocarditis.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model #: dla23, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Despite the manufacturer made 3 attempts to contact the physician to investigate on the event, so far no further information has been received. Based on the available information up to this date, since the valve was functioning well at discharge and the patient had a late-onset prosthetic endocarditis (after 60 days from the device implant), the root cause of the event is unlikely to be attributable to the device. However, the root cause of the event remains unknown, due to the lack of information available and to the limited analysis that could be performed.